Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned for investigation. No data logs provided. No pump returned for analysis. The failure mode was changed to 'optical sensor issue' as cp pump does not have a dp sensor which the failure mode "placement signal issue" is for. The root cause of the optical signal issue was not determined as no product or logs were returned for analysis.

Event description:
The complainant reported the use of an impella cp pump for support. Approximately 15 minutes after the start of the case, the impella representative observed that the aortic placement waveform and left ventricular placement signal had significantly increased. The case proceeded without incident, and patient support was not interrupted.